Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4). Batch: 7111877/7120553